Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream stent graft products that are cleared in the us. The pro code and 510 k number for the lifestream stent graft products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was not returned for evaluation. However, two photos were provided for review. The first photo showed the distal end of a device of the appearance of a lifestream been held by hcp. The stent was partially shown and dislodged distally, there was no clear evidence of stent expansion. The balloon exhibited no evidence of inflation. The shaft of the device appeared stretched along a section close to the proximal end of the balloon. The sleeve was not shown. The second photos showed a chinese local label applied to the device carton. The lot no. Cmhy0101 was visible, this complied with the lot number logged on the gcs. The result of the investigation is confirmed for the reported stent dislodgement issue and inconclusive or the reported sleeve removal difficulty issue. The root cause for the reported sleeve removal difficulty and stent dislodgement issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the IFU for this lifestream device was reviewed and the following sections are applicable. B indication for use: the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C contraindications: the lifestream balloon expandable vascular covered stent is contraindicated for use in patients with uncorrected bleeding disorders. Patients who cannot receive recommended antiplatelet andor anticoagulation therapy. Patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology the diagnostic angiography andor lesion response during predilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system. Lesion locations subject to external compression. D warnings: the lifestream balloon expandable vascular covered stent is supplied sterile by ethylene oxide and is intended for single use only do not resterilize after resterilization the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications cleaning reprocessing andor resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and or mechanical changes do not use the device if sterile packaging pouch has been damaged or unintentionally opened prior to use the device prior to the by date specified on the package should excessive resistance be felt at any time during the procedure do not force passage do not expose the covered stent to temperatures higher than 500 f 260 c eptfe decomposes at elevated temperatures producing highly toxic decomposition products of a laser on or around the surface of the covered stent may result in damage to the covered stent and could create toxic fumes which may harm the patient or operator. E precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials complications side effects and hazards of peripheral vascular interventions prior to device refer to the covered stent sizing table on the label and read the instructions for . Do not if the delivery system cannot be properly flushed, keep dry keep away from sunlight. J storage: store in a cool dry place keep away from sunlight the device prior to the by date specified on the package. M directions for : site access and preparation: 1 using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0035 089 mm guidewire across the target lesion 2 perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: 3 select a covered stent diameter that is approximately 520 larger than the largest reference vessel diameter at the proximal or distal target site refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 5 examine the stent system to ensure it has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not if product damage is evident inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands if the covered stent is not centered and or does not firmly adhere to the balloon do not . 6 flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: 7 a 20 cc or smaller luerlock syringe with a minimum of 5 ccs sterile saline mixture is recommended for for aspirating this device. 8 with the distal balloon tip pointing down and positioned below the level of the syringe pull negative pressure until all air is expelled. 9 induce a negative pressure to remove any air from the balloon and inflation lumen repeat until all air is expelled. 10 carefully release to neutral allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure important do not apply positive pressure to the balloon. 11 attach the prefilled inflation device to the inflation lumen of the catheter hub ensuring no air bubbles remain at the catheter connection. 12 verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent. 13 advance the endovascular system over the guidewire into the introducer sheath. H10: g3, h6(device, method). H11: (component, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 the patient underwent for the treatment of atherosclerotic occlusion of the lower limbs via left femoral artery; while opening the package to pull out the stent protective sleeve resistance is very strong, hard to cause the protective sleeve and the stent together to be pulled out. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream stent graft products that are cleared in the us. The pro code and 510 k number for the lifestream stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 the patient underwent for the treatment of atherosclerotic occlusion of the lower limbs via left femoral artery; while opening the package to pull out the stent protective sleeve resistance is very strong, hard to cause the protective sleeve and the stent together to be pulled out. There was no patient contact.